Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of customer's hospitalization for low blood glucose levels. The customer's blood glucose level was 52 mg/dl. The customer was treated for the lows. The customer has had levels as high as 400 mg/dl. The customer's most current level was 176 mg/dl. The customer states insulin was squirting out. The customer may have had over delivery issues. Troubleshoot as conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor resistor also, unable to perform the basic occlusion test, occlusion test, excessive no delivery test, or verify possible over delivery anomaly due to a33 alarm. Pump received with normal operating currents and passed the self-test, a21 error test and displacement test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.